Event description:
Complainant alleged that while attempting to treat a pt, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant also indicated that the device was dropped prior to being attached to the pt and that during subsequent testing the device displayed "defib fault 72" and "defib fault 78" error messages.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.